Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis presented with an infection. A revision surgery was performed, during which the physician confirmed that the implant had stopped working due to fluid loss in the system. During the explant procedure, the physician found the infection. The device was explanted and replaced. There were no further patient complications.